Event description:
The national complaint coordinator (ncc) for intn'l affiliate received a complaint involving the patient control module (pcm). According to the facility, the device over-infused during patient use. The device was used in conjunction with a basal/bolus infusor which was filled with ropivacaine hydrochloride hydrate 27ml, fentanyl citrate 25ml, saline 40ml and connected to a patient via catheter. The facility reported that device delivered medication at a flow rate of 30ml/8hours. There was no adverse patient outcome, injury, or medical intervention associated with the alleged incident. No further information was available.

Manufacturer narrative:
The sample has not yet been received at the manufacturing facility, therefore, the investigation has not yet been initiated. A follow up report will be submitted upon completion of the investigation.